Event description:
It was reported that during positioning of the microcatheter, the guidewire protruded at the mid section of the microcatheter's shaft. There were no reported clinical consequences to the patient. The physician continued the procedure with a similar device.

Event description:
It was reported that during positioning of the microcatheter, the guidewire potruded at the mid section of the microcatheter's shaft. There were no reported clinical consequences to the patient. The physician continued the procedure with a similar device.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Microscopic exam revealed a hole in the distal shaft 12.3cm from the tip of the catheter. The directions for use (dfu) instructs that a stylet (not a guidewire) should be used to insert the catheter through the rhv / guide catheter assembly if required. The information available indicated that a guidewire, and not a stylet was used, which is not included in the intended use of the catheter. It is probable that the use of the guidewire contributed to the device findings. Therefore, a root cause of use/user error has been assigned to this investigation.